Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin pump buttons was harder to press down. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had unexplained or random no delivery alarms. Insulin pump was rewind was louder. Reservoir was chipping. The insulin pump will not be returned for analysis.